Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into the unknown sheath. The user removed the product and tried again, but it did not fit. There was no reported patient injury. It was intended for use in transfemoral cerebral angiography (tfca) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: on product evaluation the sealant was found partially exposed from the sealant sleeves.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) did not fit into the unknown sheath. The user removed the product and tried again, but it did not fit. There was no reported patient injury. It was intended for use in transfemoral cerebral angiography (tfca) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received with the device, and the stopcock was observed in the open position. The procedural sheath was not received for evaluation. In addition, the balloon was found fully deflated. Also, the sealant was found partially exposed from the sealant sleeves and exposed to blood. The sealant sleeve assembly was found to be frayed/split/torn. A dimensional test was not performed on the returned device due to the frayed/split/torn condition observed to the sealant outer sleeve assembly. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the frayed/split/torn sealant sleeve assembly condition. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. In addition, functional testing was performed on the returned device per the mynx control instructions for use (IFU), and a simulated deployment test was conducted per step 2: deploy sealant. Button 1 could be depressed to deploy the sealant without any felt resistance. No issues were noted regarding button 1 deployment during the device failure investigation. Button 2 could be fully depressed, and no issues were observed with respect to button 2. In addition, the balloon was completely retracted into the tamp tube. The returned device functioned as intended per the mynx control IFU. Per microscopic analysis, it was noted that the sealant was found partially exposed from the sealant sleeves and exposed to blood upon high-magnification visual inspection. The sealant sleeve assembly was found in a frayed/split/torn condition. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.